Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the suggested event (scope communication error) most likely occurred due to fluid intrusion in the connector, resulting in no image. Olympus will continue to monitor field performance for this device. Updated fields: b5, d9, h2, h3, h6, h11.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope was showing communication error. It is unknown when the issue occurred. There were no reports of patient harm.